Manufacturer narrative:
The device was verified to have a faulty touchscreen. The field service engineer replaced the touchscreen assembly to resolve the reported issue. The unit passed all tests successfully. The device was returned to service.

Event description:
The customer reports that the touchscreen has an intermittent operation and is not working properly. There is no patient involvement.